Event description:
The implant surgeon of the hospital reported to our sales rep that he was performing a surgery procedure. During this he observed that it wasn¿t possible to anchor the article. A replacement was available, surgery was successfully completed. There was a delay of approx. 5 min.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.